Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. A second mitraclip xt, was successfully placed. The first established final arm angle (efaa) was preformed successfully, while removing the lock line there was resistance felt while passing through the locking harness. Then the lock line jammed completely, and it was not possible to advance the lockline. The mitraclip xt was attempted to be unlocked to attempt an additional efaa test, but the clip remained closed. Troubleshooting was preformed unsuccessfully and they were unable to open the clip. The clip was then implanted successfully and the procedure was discontinued. While removing the cds, a knot was identified on the distal end of the lock line. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. No additional follow-up is required.